Event description:
It was reported that during a thyroidectomy procedure, the tip of blade was broken. The doctor used this device said he never touched to anything. The blade just was broken when he dissect the tissue. Unknown how case was completed. There were no adverse consequences to the patient. Additional info has been requested but not yet received.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.